Event description:
While on the phone with technical support, patient seemed confused leading agent to conclude that pt may be experiencing a hypoglycemic event. Agent advised patient to contact emergency medical services. Patient did so, and upon their arrival, patient's blood glucose measured around 30 mg/dl (on paramedics' blood glucose monitor). Patient indicated that the result on the suspect device was "high" (value not provided). Patient was reportedly treated with glucose (type and administration route not provided) and was transported to the hospital for additional treatment. Patient indicated that she was hospitalized overnight and received additional medication (type not provided). No additional details of patient's diagnosis or treatment were provided. Patient's current condition: "doing better now." At the time of the event, patient's blood glucose monitor was incorrectly coded. Quality control testing had not been performed on the device. Technical support requested the return of the suspect produce and replacement product was shipped.